Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the instrument broke at the weld at mid-shaft. The root causes is a combination of product design and wear out. A design change was implemented in 2007 to change the weld location from mid-shaft to beneath the strike plate. The outer guard component which helps protects the inserter was not returned for evaluation. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Summit removal tool broke in half.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.